Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0301741. Medical device expiration date: 2022-10-31. Device manufacture date: 2020-10-27.

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "material no. 367342, batch no. 0301741 and unknown. It is reported customer witnessed holes in tubing. Pir verbiage received, - "reported multiple failures of the 23g butterfly, 367342. They state the line is not sealing properly and there appears to be a small hole in the line causing blood to spill out. There are some new in package that appear to have holes, in the line as well.""

Manufacturer narrative:
H.6. Investigation: bd received 750 unused samples and 2 photos for investigation. The photos confirmed the reported issue of a sliced tubing and leakage. 30 samples were subjected to a visual inspection and 10 out of 30 samples revealed the indicated failure mode of sliced tubing therefore, confirming the customer's alleged failure. Additionally, 100 retention samples were subjected to a visual inspection. 3 out of 100 retention samples were found to have a nick in the tubing. 30 samples including the 3 with the nick were subjected to a functional testing and no failures were observed. Bd determined that the root cause of the indicated failure mode was attributed to a crash jam during the manufacturing process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "material no. 367342, batch no. 0301741 and unknown. It is reported customer witnessed holes in tubing. Pir verbiage received, - "reported multiple failures of the 23g butterfly, 367342. They state the line is not sealing properly and there appears to be a small hole in the line causing blood to spill out. There are some new in package that appear to have holes, in the line as well.""